Event description:
It was reported that the healthcare provider (hcp) requested review of this implantable device data due to potential failure to capture. Technical services (ts) discussed there appears to be a consistent right ventricular (rv) pacing threshold and the electrograms (egms) confirm capture. There are also stable measurements seen for the pacing impedance and auto pacing threshold over the last 12 months. The episode questioned by the hcp does appear to show evidence of far-field r-wave oversensing on the right atrial (ra) channel, likely due to the analogue blanking periods in use. Further troubleshooting recommendations and advise were provided. The device remains in service. No adverse patient effects were reported.